Event description:
The email received for (B)(4) study indicates that the patient suffered peri-procedural myocardial infarction-ischemic event. The patient is a (B)(6) male who was enrolled in (B)(4) study. The patient had a cypher stent placed in the proximal circumflex and mid right coronary artery. The reason for intervention was unstable angina. Both lesions were de novo, native coronary arteries. Pre-dilation was performed. The stents were successfully placed. No post-dilation was performed. Both lesions were treated successfully. After the procedure, the same day, periprocedural myocardial infarction as noted by elevated cardiac biomarkers. The patient was diagnosed with a non q-wave myocardial infarction (mi). The severity was considered mild. There was no treatment given. The event resolved without sequelae. The event was evaluated and determined to be possibly related to the cordis product and probably related to the index procedure. There was no st elevation, no thrombus was present, and revascularization was not needed. The patient was discharged the next day.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a peri-procedural myocardial infarction while having coronary artery stents implanted. The patient's medical history is significant for angina, positive functional study for ischemia (within past 6 weeks), hypertension, chronic pulmonary disease (copd), smoking, and depression. The indication for the procedure was unstable angina. The target lesions were in the proximal circumflex artery (cfx) and the mid right coronary artery (rca). The cfx was described as 80% stenosed and de novo. The lesion was pre-dilated with a 3/12 balloon at 9 atmospheres followed by the implant of a 3.5mm x 18mm cypher rx at 19atms. The stent was satisfactorily implanted and did not require post-dilation. The rca was described as 70% stenosed and de novo. The lesion was direct stented with a 3mm x 13mm cypher rx stent at 19atms. The stent was not post-dilated. The reported residual stenosis for both lesions was 10%. After the procedure, the same day, peri-procedural myocardial infarction as noted by elevated cardiac biomarkers. The patient was diagnosed with a non q-wave myocardial infarction (mi). The severity was considered mild. There was no treatment given and the event resolved without sequel. The event was evaluated and determined to be possibly related to the cordis product and probably related to the index procedure. There was no st elevation, no thrombus was present, and revascularization was not needed. The patient was discharged the next day. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event associated with coronary stenting. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting. This action results in cardiac tissue damage that is manifested in elevated cardiac biomarkers (enzymes). Review of the available information suggests that the event is related to the inherent risk of the procedure. There is nothing to suggest that there is a design or manufacturing related issue therefore no corrective action is needed. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00178 and 3003742446-2010-00179.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00178 and 3003742446-2010-00179.